Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, the patient had an MRI preformed.the first MRI showed only mild degenerative changes at the levels at issue, and both physicians indicated that surgery was not medically necessary. On (B)(6) 2011, a second MRI was performed. The MRI report stated ¿at l5-s1¿no neural foraminal or spinal stenosis¿ and overall impression was ¿very mild degenerative changes.¿in (B)(6) 2011, the patient visited the surgeon, who immediately recommended that the patient undergo surgery. On (B)(6) 2011, the surgeon performed an l5-s1 fusion using rhbmp-2/acs. Following the surgery, the patient experienced extreme pain. In (B)(6) of 2011, the patient had a post-operative MRI that showed a foraminal narrowing at s1, which was not present prior to undergoing surgery.the patient is now immobile and suffers extreme bilateral leg pain and radiculopathy, and incontinence, all of which she did not suffer prior to the surgery.